Manufacturer narrative:
(B)(4). The cause was undetermined.

Manufacturer narrative:
(B)(4). The reported issue of leak was confirmed. During sample evaluation, a leak was found where there was a cut approximately 1 inch from the sleeve in the closed position of the tubing.

Event description:
A nurse reported to baxter an issue of leaking uv flash transfer set found during use. The nurse stated that they found a crack on the tubing of transfer set which occurred while using the clean flash. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number is unknown, hence no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.